Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified.

Event description:
It was reported, during the implant procedure, an adequate connection between the implantable cardioverter defibrillator (ICD) and the lead could not be established. Impedance greater than 2500 ohms was observed after each connection. Consequently, this device was removed and replaced with another same brand device. No patient complications have been reported as a result of this event.